Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was a fluid leak due to a perforation on the connecting tube. In addition, coating was found to be peeling on the connecting tube, video cable and universal cord. The connecting tube was also found to be ¿crumpled.¿ the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the ultrasound cord on the visera tracheal intubation videoscope was leaking prior to an unknown procedure. During the inspection of the returned device, the coating on the connecting tube was observed to be peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. From the results of investigation, the following was presumed regarding cause of this suggested phenomenon: physical stress such as scratching/ striking of the insertion section. Chemical stress by deviating from the instructions for use (IFU) (reprocessing manual). Stress by storing devices in poor circumstance such as in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays. The IFU (operation manual) warns regarding applying external stress to insertion section as follows: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU (reprocessing manual) warns regarding reprocessing deviated from IFU as follows: "for information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." The IFU (reprocessing manual) warns on storing devices in poor circumstance as follows: "the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.